Manufacturer narrative:
On august 30, 2021, mentor became aware that patient is non hispanic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection note: explantation date is (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) years old female patient underwent a breast augmentation revision with mentor memorygel breast implant 400cc and suffered a wound infection on the right side. A supplemental report will be submitted if clarifying information is received. As a result the patient had undergone removal on (B)(6) 2020.